Manufacturer narrative:
Jin, h., liu, z., chang, q., chen, c., ge, h., lv, x., <(>&<)> li, y. (2017). A challenging entity of endovascular embolization with onyx for brainstem arteriovenous malformation: experience from 13 cases. Interventional neuroradiology, 159101991771167. Doi:10.117 7/1591019917711679 the onyx was consumed during the procedures and remains in the patient; product analysis cannot be performed. From the information provided in the article, the post-procedure complications do not appear to be related to a defect of the onyx. The information provided suggests that this event was procedure-related. Mdrs related to this article: 2029214-2017-00915 2029214-2017-00916 2029214-2017-00917 2029214-2017-01261 2029214-2017-01262 2029214-2017-01263 2029214-2017-01264 2029214-2017-01265

Event description:
Medtronic literature review found reports of infarction after onyx embolization. The purpose of this article was to present the experience of onyx embolization of brainstem arteriovenous malformations (avms). The authors reviewed 13 patients who underwent 14 onyx embolization procedures to treat brainstem avm. Of the patients, 8 were male and 5 were female; the mean age was 29.9 years. Patient no. Ten presented with hemorrhage and underwent onyx embolization of a 32mm anterior midbrain avm. Onyx resulted in partial occlusion of the avm. The patient experienced a ventral mesencephalic infarction from perforating arteries occlusion. As a result, the patient experienced hemiplegia and oculomotor nerve paralysis. Follow-up for this patient is not available.